Manufacturer narrative:
The insulin pump was received with debris under window and a cracked display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The custoemr reported that there was a piece of plastic underneath the display of the insulin pump that was obstructing the view and could not be removed. The customer's blood glucose was 224 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.